Event description:
It was reported an issue with a cassette in which the needle could not be inserted. A second cassette was successfully used without issue. The patient reported filling the cassette while holding it vertically and inserting the needle straight down into the cassette. Cps advised placing the cassette flat on a surface and inserting the needle from the side to prevent angled insertion. Pwd attempted this technique with the impacted cassette and was able to successfully insert the needle. Cps advised against using the cassette since the needle had been inserted multiple times, which could have punctured the bladder. The infusion set was reported as loose and leaking, with the infusion site not adhering to the body. The event occurred while in use with patient and there was no patient injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to MFR: 24-apr-2026. H3 and h6 codes: updated. Two samples were returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed no damage or anomalies. Based on the returned items, the complaint of line block alarms could not be confirmed.